Event description:
It was reported to philips that the system flex arm longitudinal cover was damaged and fallen. The device was not in clinical use. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.